Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed a single power reboot event. However, no intermittent power issues occurred during testing. The battery cap was returned with the pump. The cap attached securely to the pump. All battery cap contact heights and widths measured within specification. The pump was run on a 24 hour basal delivery program with no intermittent power reboot occurrences. The pump was opened up and no damages were observed to the power circuit. No moisture was found internally. Serial #: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.